Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the field service engineer (fse) evaluated the device and replaced to air filter to resolved the reported condition. The ventilator passed all testing and was ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that, during patient use, the ventilator was alarming with high pressure than went into a ventilator inoperative condition. The patient was removed from the ventilator.

Manufacturer narrative:
Additional information: 510k number added. If information is provided in the future, a supplemental report will be issued.